Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
In 2008, this pt was implanted with gore excluder aaa endoprostheses. Images received, revealed an endoleak of unk origin. In 2009, a second procedure was performed, whereby additional aortic extender components were implanted to successfully treat the endoleak. The pt tolerated the procedure.